Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a 5fr glidesheath was used for an initial left radial artery access, upon insertion of the r2p device significant resistance was felt. Only 35 cm could be inserted before it was decided to not progress any further and the sheath was removed. Upon removal of the sheath, it was very tight as well. Once the sheath was removed, another r2p sheath, different lot was inserted in the same manner with no issues. The procedure was performed and the new sheaths were removed without further incident. The blood loss was less than 250cc's. The patient was in stable condition.

Manufacturer narrative:
One 6fr r2p sheath was received with a mated dilator was received for product evaluation. No other components were received. Visual inspection revealed that there was a sharp bend observed on the sheath located at 9.7 cm from the hub. Microscopic examination of the sheath also revealed the presence of 2 kinks located at 20.1 cm and 21.3 cm respectively from the distal tip. No anomalies were noted with the dilator. The outer diameter of the sheath was measured using a beta lasermike and was found to be 0.1011" which is within the required specification limit of less than 0.1071. The presence of hydrophilic coating on the sheath was detected by a tactile feel. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely the kinks and bends on the sheath could be caused due to longitudinal forces exerted by the user during insertion or while packaging the product into the lab pack. However, the exact cause of the reported event cannot be definitely determined based on the available information.